Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the atrial lp failed to sense and capture upon fixation. The procedure was abandoned on (B)(6) 2025. There were no patient consequences.